Event description:
It was reported that during the sleeve gastrectomy procedure, the stapler failed to power the staple load. They stated there was no power. They grabbed two other devices that also failed and the fourth device worked with no patient consequences.

Manufacturer narrative:
(B)(4). Batch # 826a54. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device (d) was returned with the anvil bent upwards and with a gst60t reload loaded on the device. The reload was received unfired. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 826a54, and no non-conformances were identified.